Manufacturer narrative:
The device evaluation found foreign material in the auxiliary jet channel. Based on the results of the investigation, a definitive root cause cannot be identified. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the auxiliary jet channel. There were no reports of patient involvement.